Event description:
A pt reported blood glucose results of "162 mg/dl, 122 mg/dl, and 76 mg/dl" within a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.